Manufacturer narrative:
H3, h6) the power conversion enclosure was returned to the manufacturer for analysis. There was no failure found with this component. H3, h6) the standalone "pcb" was returned to the manufacturer for analysis. There was no failure found with this component. H3, h6) the power supply was returned to the manufacturer for analysis. Findings were not yet available on the date of filing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Per sop-cpa-05, it was determined there was an accidental radiation occurrence due to system unresponsive. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation concluded that the issue was due to hardware. Power conversion board, standalone board, and power supply ps1 component replaced to resolve. Number of people exposed: 1 patient total number of people in or unknown estimated 3d dose absorbed (patient): 2.752 msv a software investigation was initiated, however per event description, issue is due to hardware issue. Power conversion, standalone board, and power supply ps1 components replaced to recover. Software functioning as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) the power supply psi was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. Visual inspection confirm components were electrically over stressed, the resistors were damaged. Eval code method 10 is associated with this analysis eval code result 120 is associated with this analysis eval code conclusion 4307 is associated with this analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that during the sacroiliac and thoracolumbar operation, the image acquisition system (ias) was lifted up for alignment in 2d, and when it was moved, an abnormal sound of cracking was heard twice. After that, generator became "disabled" on the ias control panel. When emergency release button was pressed following shutting down and restarting ias once, the abnormal sound of cracking was heard again. Because the issue that generator became "disabled" was not resolved, the use of the imaging system was stopped and the procedure was continued and completed successfully by switching to c arm. The rep. Confirmed the event during a visit at the facility for a repair on the event day. In addition, when moving the gantry of ias in the x-axis direction, the abnormal sound of cracking was heard once. On the basis of the judgement that replaced power conversion, standalone board, and power supply ps1 malfunctioned, replacement of those product was conducted. Start-up could be performed normally after replacement. Normal operating was confirmed by operating check and then the correspondence for the event was ended. There was a delay to the procedure of less than one hour. There was a few seconds of unused radiation in 2d mode.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Hardware parts were replaced. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.